Event description:
The customer reported a fluid leak of approximately 3 ml from the coulter lh 780 hematology analyzer and the customer indicated that the leak was contained within the instrument. A review of the instrument's error log indicates that the instrument generated multiple "flowcell voltage errors/pressure out of specification" at the time of the event. The operator was wearing personal protective equipment consisting of a laboratory coat, gloves and goggles at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and confirmed a diluent leak from a cut on the sheath restrictor tubing at pinch valve vl46b. The fse determined that the tube was damaged by continuous rotating motion at one of the fittings on the differential mixing chamber. The fse replaced the tubing to resolve the leak and the voltage/pressure errors and repair was verified per established procedures. Failure mode is attributed to a cut on tubing at pinch valve vl46b. (B)(4).